Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, abdominal air leaked soon. The device was used as-is to complete the case. There were no adverse consequences for the patient.